Manufacturer narrative:
The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. A review of the receiver data log found a firmware error codes err 198, err67, and err146 deeming this complaint reportable on (B)(4) 2015. The customer complaint was confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver screen had no display except the backlight. Patient did not report any injury or medical intervention.